Event description:
It was reported to philips that the device's geometry movements were not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred and there was slight delay in starting the procedure, and it was completed by restarting the system thrice. A philips field service engineer (fse) inspected the system onsite and confirmed that there were geometry errors. Review of the system log file showed that there was malfunction with the geo pc. During troubleshooting, the fse found that power supply parts were defective. The fse replaced the power (&control) unit without boards mvrs (motor voltage regulator low power board) spc6 and spc7. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.